Event description:
It was reported that during a prostate procedure, the beam was coming out of the tip of the fiber, preventing vaporization. The case was completed with another of the same device resolving the reported issue. There was no patient injury reported due to the this event.

Manufacturer narrative:
Describe event or problem ¿ updated with additional information. Other relevant history. Serial updated based on device return. Device available for eval. Date returned to MFR . Evaluation method, evaluation results, evaluation conclusion. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits moderate char on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during a prostate procedure, the beam was coming out of the tip of the fiber, preventing vaporization. The case was completed with another of the same device resolving the reported issue. The tip of the fiber was cleaned during procedure. There was no patient injury reported due to the this event.